Manufacturer narrative:
Additional information: h4. This supplemental report is being submitted to provide the results of the final investigation. In addition, the following reportable malfunction was identified during the device evaluation: corrosion of scope ID cable. The device was returned to olympus for inspection, and the suggested phenomena were confirmed - water invasion of the scope connector was confirmed. We presume that moisture adhered to print boards of scope connector which caused occurrence of the event. The scope connector itself had no leakage. Therefore, we presume that the invasion occurred via the venting connector (with one-way valve to release air automatically when inner pressure increases) for leakage testing by some of the following factors. Attached eto (ethylene oxide) cap or leak tester air tube to venting connector under water. Foreign material such as piece of cleaning goods stuck at one-way valve of venting connector. Attached leak tester air tube while droplets adhered to the air tube interior and gap at venting connector. Running water with massive pressure hit the one-way valve, or the valve was scrubbed excessively by brushes, etc. Under water. Leak tester air tube was broken (damaged packing, etc.) By influence of aging. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited an e238 during inspection for use. There were no reports of patient involvement.